Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse), o2 gas module was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The returned gas module was tested in a ventilator in our ventilator laboratory. The reported issue could be reproduced. It was established that the controller unit on a printed circuit board (pcb) inside the gas module was defective due to poor signal output to the safety valve, which was the cause of the leakage test in the pre-use check. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-n. D4 ¿ version or model # - previous version or model #: servo-n. Corrected version or model #: 6688600.

Event description:
Manufactures reference ID: (B)(4).